Event description:
Family reports pt awoke in 2001 with wetness from their catheter site. Upon inspection it was discovered that the tubing from the snap disconnect segment had separated from the tubing. The pt then subsequently developed peritonitis and was sent to the hosp and treated with antibiotics. The snap disconnect was from a premier set used in 9/2001. One month earlier pt and facility had tried to use the pt's new pd catheter but leakage had occurred around the catheter site. It was determined that the pd catheter was still too new to be used, but the snap disconnect placed in 9/2001 had been left on with a del clamp to keep the pt's pd catheter sealed. Sample is available for analysis.